Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose value was 51 mg/dl. The customer had no symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that they got insulin flow blocked alarm and motor error alarm. The insulin flow blocked alarm was resolved by complete set change. The insulin pump will be returned for analysis. Frn-unk-rsvr, inf-unomed set.